Event description:
It was reported that on (B)(6), 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with restricted posterior leaflet and thin/friable leaflets. A mitraclip xtw and a mitraclip nt were implanted, reducing mr to a grade of 1. On (B)(6), 2026, a transthoracic echocardiogram (tte) was performed and revealed leaflet injury and that the mitraclip xtw had detached from the posterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. On (B)(6) 2026, a second mitraclip procedure was performed, and one clip was implanted medial to the mitraclip xtw, successfully reducing mr to a grade of 1-2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.